Event description:
End user states that the unit will not work above 3 liters. Unit does not alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.